Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the power module did not work anymore. The product was exchanged.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the power module not functioning was confirmed via functional testing. The power module (serial number: (B)(6)) was returned to the european distribution center (edc) and was evaluated and tested on (B)(6) 2021. During functional testing the battery within the power module was found to be in a state of deep discharge, which caused alarms to activate upon connecting the unit to ac power. A new battery was inserted into the unit and the device functioned as intended. The unit was opened and a pushed back pin in the monitor cable connecter was identified. Additionally, a bent pin was observed within the patient cable connector. The battery, monitor cable connecter, and patient cable connector were replaced, and preventative maintenance was performed. A root cause for the deep discharge of the battery and damage to the connectors was unable to be conclusively determined through this investigation. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the power module (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 23aug2011. No further information was provided. The manufacturer is closing the file on this event.